Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician believes that the right ventricular (rv) lead was packaged in such a way that the anchoring sleeves is placed too distally on the lead body requiring an excess amount of force to pull the anchoring sleeve proximally up the lead. The lead was successfully implanted. No patient complications have been reported as a result of this event.